Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that: the device always displays a spo2 waveform with a nice pulsation, but the measured values for pulse and saturation fail sporadically. There is no alarm at the monitor and at the central. The currently massively affected patient has a heart pump (lvad) and therefore he has a really good evenly pulsation. ECG is not measured on this patient, because he can not tolerate the electrodes on the skin. The user reports that in their investigation the problem has also been observed that there was no measurement value displayed. The spo2 waveform is displayed, however, the measured values for pulse and saturation disappear sporadically. In long-term mode, a continuous good spo2 waveform is shown. However, in the trend the measured values are missing.

Manufacturer narrative:
The error logs submitted with the complaint notification were evaluated. Additional questions were raised to the field to assist in the root cause analysis. Alarm history logs were requested however were no available as the user discharged the patient which deleted the alarm record. The suspect material was requested for evaluation but was not available for this investigation. Information regarding the model of the lvad was requested to assist in the reproducibility testing but not provided. The error logs indicate the nellcor pod is reporting a communication error to the delta monitor in the form of a ¿nellcor error report message¿. By design, the monitor software receives a communication error message from the pod, clears the pulse rate and saturation parameter display, and re-establishes pod communication. The spo2 waveform display will not be affected by the communication error and a status message will be displayed to alert the user. Screenshots and alarm history logs were not provided from the bedside monitor or ics to verify the reported no alarm condition as indicated from the date and time of occurrence. The error logs did indicate the nellcor pod is reporting a communication error to the delta monitor in the form of a ¿nellcor error report message¿. Therefore the nellcor board is reporting the problem and would require further evaluation. However, the nellcor pod is not available for investigation. The root cause of the reported issue cannot be conclusively determined with the provided information. As a temporary workaround the user can review delta vf9 IFU - nellcor status messages (p 18-12, 18-13): spo2: pod failure (pod hardware or software failure) ¿ disconnect/reconnect the pod, if the problem persists. ¿ disconnect/reconnect the pod and/or replace it with a good sensor. ¿ contact the hospital¿s technical personnel (spo2 compatibility is a locked option).

Event description:
Refer to initial report.